Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-16. H6: investigation summary: bd received 1 representative sample submitted for evaluation. The reported issue was confirmed upon examination of the sample. The examination showed that excess medical grade silicone from our lubrication process was found within the cannula. Under our current procedures silicone is not defined as a foreign matter material during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared to perform a vena-puncturing on the patient, she opened the indwelling needle package and found a yellow foreign body on the tip, similar to a sticky glue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared to perform a vena-puncturing on the patient, she opened the indwelling needle package and found a yellow foreign body on the tip, similar to a sticky glue."